Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.5/1.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm). (B)(4).